Event description:
It was reported that the patient collapsed, and was admitted to the hospital where he was found to be in a slowly conducted atrial fibrillation. The pulse generator could not be interrogated, and so was explanted and replaced.

Manufacturer narrative:
Na